Manufacturer narrative:
Evaluation method: the patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient stated she is allergic to metal and the lifevest gives her a rash. It was reported that her physician advised to wear the device intermittently due to the rash. Follow-up indicated that the patient was not wearing the lifevest at that time and in contact with her physician regarding the rash. The medical outcome of the rash is unknown.